Manufacturer narrative:
No product was returned for investigation. There is no information provided that would point to a cause for the discrepancy. As no customer material was received in order to carry out a substantial investigation, this global investigation will be closed as no product issue found.

Manufacturer narrative:
The accu-chek inform ii meter + rf (meter a) serial number is (B)(6). The accu-chek inform ii meter + rf (meter b) serial number is (B)(6). The product has been requested for investigation; however, the product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable glucose result using the accu-chek inform ii test strips from two accu-chek inform ii meters + rf for one patient. The initial result from meter a at 12:58 was 67 mg/dl. The second result from meter a at 12:59 was 60 mg/dl. The third result from meter a at 14:01 was 27 mg/dl. The fourth result from meter a at 14:03 was "lo", stating that the result was less than 20 mg/dl. A result from meter b at 14:09 was 108 mg/dl. A second result from meter b at 14:10 was 120 mg/dl. A venous sample was collected at 14:50, and the result was 142 mg/dl. A second venous sample was collected at 15:13, and the result was 132 mg/dl. The patient was given d50 as a result of the initial questionable result of 67 mg/dl. It was verified that the patient was not adversely affected by the treatment.